Event description:
Use of angiolock medium/large ligation clips during procedure failed to engage numerous times. Tried another pack and same thing occurred. Had to use a different kind of clips to successfully complete procedure. Patient code: 4582. Device code: 4070. Ref report: mw5183096.